Event description:
Patient reported that the pump was resetting itself without intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged trace in the power circuit. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.